Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted. Approximately four (4) hours post-procedure, the patient was complaining of chest pain and was slightly hypotensive. A transthoracic echocardiography (tte) imaging was performed, revealing a moderate pericardial effusion. The patient was noted to have some baseline effusion during the closure device implant, but the physician felt it was larger than before. The patient returned to the catheterization laboratory for pericardiocentesis, and 275cc of dull colored fluid were removed from the patient pericardium and a drain was left in place. A transesophageal echocardiography (tee) was then performed, and the closure device appeared unchanged from the time of implant. The patient was returned to the post-anesthesia care unit (pacu) for observation. The patient was discharged from the hospital on (B)(6) 2026 and is expected to fully recover.